Event description:
Customer reported possible false positive samples.

Manufacturer narrative:
The customer reported false positive samples when a new lot was used. Customer has not provided lot number of product in question. Batch records could not be reviewed at this time. The customer then cleaned their lab and reported that the issue is no longer being encountered. Root cause determination: the investigation shows that lab was contaminated with amplicon and cleaning of the lab resolved this issue. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. The lot of kits continues to meet product claims. Trends of discrepant results will be trended and reviewed, with action taken as appropriate in response to adverse trends or events.